Manufacturer narrative:
Follow-up #1: date of submission 10/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: no defect found. Testing was unable to duplicate the complaint. The black box shows the pump was manually suspended on (B)(6) 201610:47; deliveries never resumed. The pump was manually suspended on (B)(6) 2016, deliveries resumed at (B)(6) 2016 19:35..pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u..the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately..no delivery interruptions or alarms occurred during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted aniimas and alleged the patient had been hospitalized on (B)(6) 2016 with a blood glucose (bg) of 500mg/dl, with large ketones, nausea ,vomiting, and extreme thirst. Treatment included IV fluids and insulin injections. During troubleshooting, customer support (cs) found that the basal history did not match the active basal program. The patient has discontinued pump use. Cs attributed the excursion to an inaccurate delivery issue. This complaint is being reported as the patient experienced hyperglycemia due to inaccurate delivery.